Event description:
It was reported that the patient experienced three infusion sets cannula had debris stuck at the end within three hours of insertion leading to high blood glucose treated by correction bolus via pump on (B)(6) 2026.

Manufacturer narrative:
E1: event country: canada name: (B)(6) country: united states of america (B)(6) request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.